Event description:
User experienced a leak from the back of the analyzer and onto the floor. No pts are affected and operator was not harmed. The field svc rep determined there was a problem with the connector and replaced it.